Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen became unresponsive after the pump was exposed to water. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.